Event description:
It was reported that the patient was admitted (B)(6) 2021 for a gastrointestinal (gi) bleed. The gi bleed was confirmed with a video capsule endoscopy; this was unrevealing of any small bowel causes of bleeding. The patient was given two units of packed red blood cells (prbcs) due to their hemoglobin level of 6 g/dl. Hemoglobin levels remained stable at around 9-10 g/dl after the transfusions. The patient's (B)(6) therapy was reduced to 81 mg daily.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate, if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.